Manufacturer narrative:
Correction : b2 completed : date of death (B)(6) 2024 final analysis : the defibrillation system was implanted on (B)(6) 2021. Reportedly the patient died on (B)(6) 2024. No device interrogation has been performed after the death, but the patient was followed under remote monitoring system that allows us to get recent patient files. Review of the last available patient files dated (B)(6) 2024 led to the following observations: - battery status was within normal range (2.99v) - in addition, after that date, no alert has been raised with the remote monitoring system; in particular no alert of rrt (recommended replacement time no reached). - atrial lead impedance measurements were stable within normal range (around 500 ohms) - right ventricular lead impedance measurements were stable within normal range (around 500 ohms) - rv coil continuity measurements were within normal range (around 400 ohms) - no episodes of sustained ventricular arrhythmias have been recorded. Review of manufacturing records revealed that the devices were manufactured and released accordingly to all applicable procedures. No patient files were available for the time period surrounding the patient¿s death and the device was not returned for analysis. The center has been contacted : the reason of the death is unknown and no more information could be retrieved. Microport crm doesn¿t suspect any link between the death of the patient and a malfunction of the defibrillator gali, or the atrial lead vega.

Event description:
Reportedly, a patient implanted with a defibrillation system in (B)(6) 2021, died on (B)(6) 2024 apparently due to cardiac arrest at home, the cause of the death is unknown by the hospital: hospital has no report from emergency services that took care of the body and ICD cannot be retrieved (no cso files available).

Manufacturer narrative:
Preliminary analysis revealed : no device interrogation has been performed after the death, but the patient was followed under remote monitoring system that allows us to get recent patient file. Review of the last available patient files dated 14 march 2024 led to the following observations: - battery status was within normal range (2.99v) - in addition, after that date, no alert has been raised with the remote monitoring system; in particular no alert of rrt (recommended replacement time no reached). - atrial lead impedance measurements were stable within normal range (around 500 ohms) - right ventricular lead impedance measurements were stable within normal range (around 500 ohms) - rv coil continuity measurements were within normal range (around 400 ohms) - no episodes of sustained ventricular arrhythmias have been recorded. - review of manufacturing records revealed that the devices were manufactured and released accordingly to all applicable procedures. No patient files were available for the time period surrounding the patient¿s death and the device was not returned for analysis. The center has been contacted : the reason of the death is unknown at this stage but further investigations are ongoing.

Event description:
Reportedly, a patient implanted with a defibrillation system in (B)(6) 2021, died on (B)(6) 2024 apparently due to cardiac arrest at home, the cause of the death is unknown by the hospital: hospital has no report from emergency services that took care of the body and ICD cannot be retrieved (no cso files available).